Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.

Manufacturer narrative:
Corrected data b5: this issue is no longer reportable as the ipg has reached its normal end of life.

Event description:
Additional information received indicates the patient's ipg has reached its normal end of life.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient received the replace generator soon message. Surgical intervention took place wherein the ipg was explanted and replaced to resolve the issue.